Manufacturer narrative:
It was reported that the urinary catheter came out of the patient, with the balloon still inflated, after the clinician tugged on the device post-insertion. A new urinary catheter was inserted without further reported incident. No impact to the patient or the patient's stability was reported to the manufacturer. Reportedly, the urinary catheter involved in this incident was discarded. No sample was returned to the manufacturer for evaluation. A root cause for the reported product issue could not be determined. Due to the need for medical intervention to insert a new urinary catheter, this medwatch is being filed. If additional relevant information becomes available a supplemental medwatch will be filed.

Event description:
It was reported that the urinary catheter came out and a new urinary catheter was required to be inserted.